Event description:
It was reported that presenting electrograms (egms) from this device showed far-field r wave oversensing. All other parameters were satisfactory. Further review of the programmed atrial sensing parameters was discussed. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that presenting electrograms (egms) from this device showed far-field r wave oversensing. All other parameters were satisfactory. Further review of the programmed atrial sensing parameters was discussed. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient's sensitivity was reduced which resolved the oversensing issue. Defibrillation threshold (dft) testing was done to ensure adequate sensing of ventricular fibrillation (vf), and no undersensing of vf was observed during the procedure. The patient was discharged from the hospital and will attend normal routine follow ups.